Manufacturer narrative:
H10: the actual device was not received for evaluation; therefore, a device analysis could not be completed for that sample. However, retention samples were visually inspected with no issues noted. The retention samples were gravity and leak tested under water; no issue or leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set would not flow. This was observed during a nurse check, prior to patient connection. There was no patient involvement. No additional information is available.